Event description:
A pharmacy technician working in the clean room brought a concern to me that she discovered after opening what she thought was a bd precisionglide needle 18g x 1 1/2" tw package and attaching the needle to a syringe. She noticed a filter attached which cause her to take a second look at the packaging and discover the needle was actually a bd nokor filter needle with 5 micron filter 18g x 1 1/2 tw. She looked in all areas of the pharmacy where needles are stored and found several areas in which these products were mixed. They have the same shade of pink strip across the bottom of the packaging, the only noticeable (albeit barely) difference between the packages is the product name. The hub of the needles are also similar shades that may be able to discern when not side by side. We removed these filter needles from the pharmacy and alerted our distribution department. We are concerned that since both types of needles are stocked in our crash trays that they could be easily swapped for one another in a high-risk situation. Ismp is a federally certified patient safety organization and ad FDA medwatch partner ismp, 5200 butler pike, plymouth meeting, pa 19462 / phone:215-947-7797 / email: merp@ismp.org. Submission ID: (B)(4).